Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was attributed to widespread fluid ingress. Our evaluation found internal corrosion and contamination. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled ""not for clinical use" and forward to scrapped. Analysis for reports of this type has not identified an increase in trend